Event description:
Ous MDR - boston scientific received information that during the implant procedure of this right atrial (ra) lead, the physician felt lead insertion resistance that made controlling the stylet difficult. The ra lead was successfully implanted. One day post implant, the ra lead had dislodged. Surgical intervention was performed to replace the lead. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.